Event description:
Westmed inc created a 25 foot comfort soft plus cannula product# 0551-tn, for the (B)(6), in (B)(6). This cannula can be used for flows from 1 lpm up to 15 lpm. On wednesday, (B)(6) 2018, I was contacted by an rt at (B)(6) who described no oxygen flow in random cannulas through out the hosp. I sent a product complaint report to regulatory within westmed inc. I then met with the respiratory safety board at (B)(6) hosp; 4 of the 8 (B)(6) locations reported full occlusions of the cannulas in a random pattern. We were asked to do a hosp product "audit" to get any occluded cannulas out of the hosp. We did do an inspection and found 12 occluded/semi-occluded cannulas. This was reported back to westmed, but no other actions were taken. I have sent a request to westmed regulatory, asking to explain what the issue was and how they remedied the issue, but I have still not got an answer. Westmed did not do a recall or a dear doctor letter warning of possible occlusions, nor have they provided a resolution to me, the sales rep, or (B)(6). I feel I am put in the situation where I need to keep pts protected and safe. I do not want to be responsible for a hypoxic event in a hosp pt. I will be glad to answer any further questions and provide detail as necessary.